Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery and she was calling regarding the scroll wrap feature. Customer stated that she wanted to exchange her insulin pump for the scroll wrap feature due to the recall letter that she received. Customer stated that her mother accidentally delivered insulin because of the scroll wrap feature. Customer stated that she has been getting no deliveries. Troubleshooting was done. Customer's blood glucose was 216 mg/dl. Customer was able to resolve the issue with a complete change. Will replace the set that the customer lost and advise customer to call when issue recur. No further information provided.